Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien was authorized to load the software only.

Manufacturer narrative:
Covidien ref # (B)(4).